Manufacturer narrative:
From 08-feb-2017 product investigation results: reporter returned two toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head shot off in mouth during brushing [device breakage]; first brush head gave up after two weeks, the head stopped spinning [device physical property issue]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she purchased a pack of oral-b power oral care refills precision clean in (B)(6) 2016. She reported that the first brush head she used "gave up" after two weeks as the head stopped spinning. She stated that she put a new one on it, and after 2 weeks the brush head shot off in her mouth while she was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that she still had two brush heads. No further information was provided. On (B)(6) 2016 received consumer's follow-up e-mail: the consumer reported that she rubbed a coin over the oral-b logo on the toothbrush and nothing happened. She stated that she was willing to send the brushes in. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head shot off in mouth during brushing [device breakage]; first brush head gave up after two weeks, the head stopped spinning [device physical property issue]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 17-dec-2016 that she purchased a pack of oral-b power oral care refills precision clean in mid (B)(6) 2016. She reported that the first brush head she used "gave up" after two weeks as the head stopped spinning. She stated that she put a new one on it, and after 2 weeks the brush head shot off in her mouth while she was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. On 27-dec-2016 received consumer's follow-up e-mail: the consumer reported that she still had two brush heads. No further information was provided. On 30-dec-2016 received consumer's follow-up e-mail: the consumer reported that she rubbed a coin over the oral-b logo on the toothbrush and nothing happened. She stated that she was willing to send the brushes in. No further information was provided.